Event description:
It has been reported to philips that the host pc will not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use and the diagnosis procedure got aborted. The field service engineer (fse) inspected the system onsite and confirmed that the system crashed during startup. Upon visual inspection, fse found that the host pc was not powering up and defective. The philips engineer replaced a new hostpc, re-loaded license, and re-created image store. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.